Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part : 359.219. Lot : 9452141. Manufacturing site: haegendorf. Release to warehouse date: august 26, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the inserter for ti elastic nails (part #: 359.219, lot #: 9452141) was received at us customer quality (cq). Upon visual inspection, it was observed that the proximal end of the blue handle had broken off. Additionally, rust was observed on the proximal threads and scratches/nicks were observed on the blue handle. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage and device geometry. Document/specification review: the following drawing(s) were reviewed: current and manufactured. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the proximal end of the blue handle had broken off. Additionally, rust was observed on the proximal threads and scratches/nicks were observed on the blue handle. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that there were three (3) instruments that were damaged. The two (2) depth gauge for 2.0mm and 2.4mm screws tip were broke off and one (1) inserter for titanium elastic nails plastic piece was broken. There is no patient involvement. This report is for one (1) inserter for ti elastic nails. This is report 2 of 3 for (B)(4).